Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated the customer reported complaint of "will not calibrate". For clarification the tenaculum forceps instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Failure analysis found the primary failure of engagement failure to be related to the customer reported complaint. Additional observation not reported was that the instrument was found have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the additional failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. A site history was performed and no related complaints were found. A review of system logs showed that the tenaculum forceps was last used on the reported event date of (B)(6) 2021 and it had 4 lives remaining. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci assisted myomectomy procedure, the tenaculum forceps would not calibrate. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter forwarded the follow up request to the nurse in charge, who replied back saying that the female patient underwent myomectomy for uterine fibroids. No further information was provided.